Manufacturer narrative:
Drive support disk was inspected and no anomaly was noted. The insulin pump had a scratched display window, cracked case at display window corner and cracked reservoir tube lip. The insulin pump alarmed motor error during rewind due to jammed motor gearbox. Unable to perform the displacement test due to motor error alarms. No buzzing noise noted during testing.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is protruded on her insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.